Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion.

Event description:
It was reported that during use the implantable pulse generator (ipg) did not allow any programming. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.